Event description:
It was reported that a lump was noted on the lumbar area of the back in 2007 following spinal fusion revision 5 months prior. The lump developed serous discharge in 2008. The patient was admitted to the hospital for intravenous antibiotics and surgical exploration by the spinal surgeon. The intrathecal baclofen catheter was exposed during surgery. At about one month later, the catheter was replaced in the subcutaneous tissue, entering at the cervical level due to the spinal fusion. The baclofen dose at the time was 740 mcg. Four months later, the dose was increased to 770mcg, simple continuous mode. The serous discharge resolved but the patient continued to have "intermittent issues with symptom relief".